Event description:
Boston scientific received information that this device entered into storage mode. Approximately three months later, the device was to be explanted. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed. The device was explanted. No adverse patient effects were reported during the procedure.